Manufacturer narrative:
All available information was investigated, and the reported deformed braided shaft was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported deformed braided shaft could not be conclusively determined. The reported tissue injury appears to be related to procedural conditions (interaction with deformed shaft). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4+ degenerative mitral regurgitation (mr) with a restricted posterior leaflet and a puncture height of 4.2 cm. Mr had been reduced to grade 1-2 after implantation of one clip. After withdrawal of the steerable guide catheter (sgc), the tip of the sheath was examined and the curved part was found to have a rough surface, having injured the atrial septum.